Event description:
It was reported that prior to the start of a planned da vinci-assisted endometriosis resection procedure, the integrated table motion (itm) table caught fire, resulting in a minor burn to the surgeon. The cause of the fire is unknown; however, the surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. This incident occurred after the transfer of the patient to the itm table and the placement of ports. The patient was not injured. The hospital was unable to provide details regarding any medical interventions that may have been performed or the severity of the surgeon's injury. Consequently, the patient was relocated to another room, and the procedure was completed laparoscopically.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred; therefore, no product is expected to be returned. The probable root cause could not be determined based on the provided information.